Event description:
It was reported that while using bd sars-cov-2 reagents for bd max¿ system the customer received false positive results. According to the customer some of these false positive results involved patient samples.this event occurred 1 time(s). There is no indication that false results were reported to health care practitioners. There is no indication of patient impact. The following information was provided by the initial reporter: "customer called to report n1 only with late CT scores on negative qc and some patients ran on bd max ct0373.¿, "it was reported that there are false positives reported on covid assay." (B)(4).

Manufacturer narrative:
4004557 was reported, however, this is not a lot # manufactured for the reported catalog #. Medical device expiration date: unknown. (B)(4). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that while using bd sars-cov-2 reagents for bd max¿ system the customer received false positive results. According to the customer some of these false positive results involved patient samples. This event occurred 1 time(s). There is no indication that false results were reported to health care practitioners. There is no indication of patient impact. The following information was provided by the initial reporter: "customer called to report n1 only with late CT scores on negative qc and some patients ran on bd max ct0373.¿, "it was reported that there are false positives reported on covid assay.". Eua (B)(4).

Manufacturer narrative:
H.6 investigation summary: the complaint alleges the bd max instrument (catalog number 44500301 and batch number 4004557) had "n1 only fps". Database is under review by nss for possible contamination issue. The complaint is unable to be confirmed with the information present. The root cause is "unknown". If additional information is received in the future, this complaint will be re-opened and re-investigated. Review of device history record could not be performed because the serial # is not specified in the complaint. Samples were not received by quality for investigation and thus, returned material investigation could not occur. Review of service history for this device revealed no prior event related to this failure mode. Complaint history for ¿results¿ was reviewed for the month of april 2022. The upper control limit was not breached, and trends were not identified associated with this defect. Review of risk management documentation indicates that the potential risk of the reported failure mode was assessed as severity s2 with potential harm is short delay in results, testing must be repeated. Patient may require recollection of specimen possibly resulting in distress and/or mild discomfort via document baltrm-maxinst-aph, revision 20, line sw73.